Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives. The customer¿s blood glucose (bg) level was 500 mg/dl.